Manufacturer narrative:
The factory has not yet received the device for eval and this complaint remains under investigation. A follow-up will be submitted upon completion of the investigation.

Event description:
The customer reported a pin from a therapy cable was stuck in the therapy port.